Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted the sensor end of the header had been cut off. There was body fluid noted in both lead barrels and the ra negative and rv negative feed-through wires were broken. All setscrews moved freely and operated normally. Electrical testing was unable to be performed due to the damage to the header. This damage was induced in order to release the rv lead. The reason for the lead to be unable to be removed from the header was unable to be determined.

Event description:
Boston scientific received information that during the explant procedure for normal battery depletion, the physician experienced difficulty removing the right ventricular (rv) lead from the header of the pacemaker. The header on the pacemaker was cut off to release the rv lead. The rv lead was able to remain implanted and used with the newly implanted pacemaker. The pacemaker was explanted as planned. No adverse patient effects were reported.